Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated insulin had leaked into the reservoir. It was also found the customer was unable to deliver insulin to their body with the insulin pump. Customer's blood glucose was 314 mg/dl during this incident. The customer also stated they were nauseous and vomiting from their blood glucose. The customer also reported a hospitalization event on 05/27/2015 for high blood glucose. The customer reported experiencing a high blood glucose of 425 mg/dl the day prior to their hospitalization. Customer also reported the cause of their hospitalization was from diabetic ketoacidosis. The customer stated they were being treated with an IV of insulin for their blood glucose. Troubleshooting also found the customer had small air bubbles in their tubing. Customer's current blood glucose was 134 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Also no moisture damage inside the reservoir compartment noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.